Manufacturer narrative:
The device was returned to the MFR for eval. The sys controller was connected to the equipment in the MFR's lab and the reported event was confirmed. The black and white power cables were maneuvered and while moving the black power cable at the connector end, the sys reported a power cable disconnect alarm. The white and black power cables were then independently disconnected and when the white power cable was disconnected the sys reported a low voltage alarm. The outer insulation and the strain relief of the black power cable at the connector end was removed which revealed broken inner conductor wires at the connector end. This situation is being addressed through the MFR's corrective/preventive action sys and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt experienced a red heart alarm from the sys controller while at home. The sys controller was immediately exchanged for another sys controller and no further problems have been reported.